Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed sores underneath her armpits where the garment ends as well as aggravation to post-surgical wounds in the front where the garment clasps. The patient's physician prescribed mupirocin for the irritation. The patient reported that the irritation improved after using the prescribed antibiotic mupirocin.